Event description:
It was reported that before suturing the vaginal stump during a total laparoscopic hysterectomy procedure with robot support, when the monopolar curved shears were replaced with the extra large needle driver, 'no instrument' was displayed and the needle driver was not recognized. Tried using another instrument and it was recognized and usable, so continued the procedure using the new instrument. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D7a, d8, d9: device available for evaluation?, return date, h3 and h6: annex b, annex c, annex d and annex g have been updated. Device evaluation: medtronic led an evaluation of the returned extra large needle driver (xlnd) as well as the associated device data and provided image. Visual inspection of the returned xlnd noted no corrosion on the electrical contacts. There was no damage noted to the jaws of the instrument. Microscopic inspection of the drive cables noted no damage. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the instrument was read with no observed failures. The instrument was used one time for zero minutes. The maximum use count is one. Evaluation of the device data indicates that the xlnd was attached to arm cart assembly 3 with sterile interface module (sim) sn: c25amc0730. The system recognized the instrument, however the instrument was expired as it had already been used in a prior procedure, and an error code was triggered. Additionally, the investigation detected the unreported condition of expired instrument which is related to the reported condition. Review of the provided image notes that is shows the housing of the instrument. The serial number shown matches the reported serial number. Evaluation of the extra large needle driver noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before suturing the vaginal stump during a total laparoscopic hysterectomy procedure with robot support, when the monopolar curved shears were replaced with the extra-large needle driver, 'no instrument' was displayed and the needle driver was not recognized. Tried using another instrument and it was recognized and usable, so continued the procedure using the new instrument. There was no patient injury.